Event description:
On (B)(6) 2010, a respiratory therapist contacted ikaria customer care to report inomax ds # (B)(4) has an internal leak and thinks that something popped off inside the unit. The respiratory therapist states, the device was not on a pt and no adverse event was reported. The device was subsequently picked up and a replacement unit was provided to the hospital.

Manufacturer narrative:
The reporter states, the device has an internal leak and thinks something popped off inside unit. Evaluation summary: the investigation of the device is complete and is as follows: the device was confirmed to have a leak that was traced to the pressure switch. The pressure switch was replaced and it was confirmed the leak stopped and was corrected. The root cause of the incident was a failed pressure switch.